Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. Patient will undergo an explant procedure wherein the ipg will be removed.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. Patient will undergo an explant procedure wherein the ipg will be removed.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. Patient will undergo an explant procedure wherein the ipg will be removed.

Manufacturer narrative:
The returned ipg(sc-1110/sn:(B)(4) was analyzed and no anomalies was found.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. Patient will undergo an explant procedure wherein the ipg will be removed.